Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that during a stemi procedure (st elevation myocardial infarction) the pdm (patient data module) disconnected from the hemo monitor. Subsequently, the hemo monitor was rebooted that resulted in a loss of patient monitoring. It was further reported that once the reboot was complete there was no ECG data or pressure values displayed so external monitoring was used. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully with external monitoring. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 08feb2017. During troubleshooting efforts between the customer and merge technical support, the customer found that the coil cable was disconnected at the base of the procedure table. The cabling was re-seated and then locked into place by tightening the thumb screws. It was confirmed that the issue was resolved. Device labeling (hemo-5303, v9 user manual) addresses the potential for such an occurrence in the general equipment care section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious impact to a patient, and the instructions provided in the user manual to inspect the components. Revised information contained in this supplemental report includes the following: g1-2 - updated contact office - name/address. G4 - date new information received by manufacturer (supplemental report creation date). G7 - indication that this is follow-up report 1. H1 - indication of malfunction as reportable event. H2 - indication of additional information and device evaluation. H3 - indication that the device evaluated by manufacturer. H6 - evaluation codes: method: 10 - actual device evaluated. Results: 3251 - fatigue problem (device problems due to the weakening or breakdown of its material when subjected to stress or a series of repeated stresses.) Conclusions: 19 - human factors issue. H10 - indication of additional manufacturer information is contained in this follow-up report.